Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject balloon catheter was returned with a guidewire. The subject balloon catheter was inspected, and no anomaly was noted. During functional inspection the subject balloon catheter was flushed and the guidewire was inserted into the catheter and flushing commenced but it would not form a seal at the distal end. The guidewire was removed from the catheter and measured 0.030¿ at the distal end and 0.0139¿ at the proximal end. A demonstration guidewire was inserted into the balloon catheter and inflation was attempted but a leak was noted at a tear/hole/perforation in the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The hoop was flushed properly. The balloon catheter was gently removed from the dispenser coil. The balloon catheter was not reinserted into the dispenser coil after initial removal from the dispenser coil. A rotating hemostatic valve (rhv) was connected to the balloon catheter luer fitting and a 2-way stopcock was connected to the to the rhv. A 3 and a 1 cc was used. A guidewire was used. The guidewire was set correct and rhv sealed to keep guide wire in place. This part was done correct according to guidelines. Prior to introducing the balloon catheter system into the vasculature, the system was purged carefully to avoid accidental introduction of air into the balloon catheter system. The balloon was inspected for the presence of air bubbles after inflation. A 1cc size syringe was used to inflate the balloon during the procedure. A microcatheter was used with the subject device. A 65-70% contrast was used. Analysis of the returned device found the guidewire returned with the subject balloon catheter did not form a seal at the distal end. When a demonstration guidewire was inserted into the subject balloon catheter and inflation was attempted, a leak was noted at a tear/hole/perforation in the balloon. It is most probable the guidewire inadvertently pierced the balloon during use which resulted in the reported issue. The reported event ¿balloon leaked during use¿ and analyzed events: ¿balloon leaked during use¿ and ¿balloon has hole/perforation during use¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure the subject balloon occlusion catheter leaked unexpectedly inside patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the subject balloon occlusion catheter leaked unexpectedly inside patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.